Manufacturer narrative:
(B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all samples drew within the required specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA.

Event description:
It was reported with the use of the bd vacutainer® heparin tubes there was an issue with underfill. There was no report of injury or medical intervention.